Manufacturer narrative:
The device is being returned for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the astron clearsplint device. Per provided information, the patient was prescribed to wear the device "intermittently" only for a short duration of time. When the patient wore the appliance for 30 minutes (the longest duration of time), the patient experienced a reaction. The patient developed a sore on the gum, heavy tingling in the nose and dry feeling in the mouth. The patient stopped using the appliance immediately and notified the doctor. No treatment or medicine was required for the symptoms; however, it was unknown how long the symptoms lasted after the patient stopped using the device. Per doctor's notes, it is a possibility that the patient's history of severe lyme disease and sensitivity could have contributed to the reaction. The patient used the device for about a month prior to experiencing the reaction. The dentist did not make any adjustment to the device. The patient was advised to clean the device with water and toothbrush. The patient was reported to be doing well.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.